Manufacturer narrative:
Device: battery/bat213438. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary log file analysis showed additional batteries involved in power switching. Additional component added for this event: battery- (B)(4) catalog# 1650de exp. Date: 09-30-2016, battery- (B)(4) catalog# 1650de exp. Date: 03-31-2017, battery- (B)(4) catalog# 1650de exp. Date: 03-31-2017, battery- (B)(4) catalog# 1650de exp. Date: 03-31-2017. Batteries are not available for evaluation. Batteries have not been returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional batteries (B)(4)) were identified for incidental power switching episodes and were added to the complaint. Additional device related to the reported event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. "The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25 percent independent which battery is in use the patient was doing fine the whole time. The controller was exchanged from stock.

Manufacturer narrative:
The controller was returned for evaluation. Six batteries were not returned for evaluation. A review of the manufacturing documentation confirmed that the batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a battery's connection to the controller during the analysis. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events that were due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware is investigating momentary disconnections heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).